Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported device failed to compete its service test was due to a manufacturing issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device display was not responding correctly. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device could not reproduce the reported complaint. However, the device failed its service test. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device display was not responding correctly. There was no patient harm or serious injury reported as a result of this incident.